Manufacturer narrative:
The insulin pump powered up properly and all operating currents were within specification. The insulin pump passed the self test, reset error test, displacement test and basic occlusion test. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to this anomaly. Alarms were noted in the alarm history due to a corrupted history file. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners and a cracked belt clip slot. (B)(4)

Event description:
The customer's sibling reported via telephone call that the insulin pump was unable to upload to carelink. No error alarms were noted in the insulin pump. The sibling did not provide a blood glucose reading. The insulin pump passed the self test. The sibling reported that the issue occurred on three different computers. The sibling was advised that the insulin pump would be replaced and agreed to return the product for analysis. The sibling was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.